Manufacturer narrative:
Eval summary - no sample was provided by the customer. A review of the mfg record for this lot was requested. The supplier reviewed the batch records for lot tphw-08-04, as well as three lots produced before and afterwards. Retain samples were reviewed and verified that samples do not appear emulsified. No root cause could be determined. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported severe emulsification of this product by ten weeks following its use during a pars plana vitrectomy procedure. The surgeon reported two pts were affected. He also reported the product (oil) was removed but because of the emulsification, the eye still has some oil and there is anterior chamber and vitreous cellular reaction. In a f/u, the surgeon reported that for this pt, the retina is flat but there is emulsified oil on the retina and there are cells ++ in the anterior chamber and vitreous cells ++. He reported posterior capsule opacification (pco) is developing. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.